Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing and an alarm log review were performed. The alarm log noted no evidence of the reported condition. Visual inspection noted that the latch roller was damaged. The cause was undetermined. The latch roller was replaced to correct the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged latch roller. No additional information is available.